Manufacturer narrative:
D9, h2, h3: the return of 9735764r provided the lot number 2212f01162. The hardware was returned and analysis was performed. Upon initial bootup, the display port 1 was not functioning. Display port 2 was used to perform burn-in test which did pass all aspects of test. In further testing of computer, the graphics card failed to produce any image to monitor and failed completely. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411, ubd: unknown, UDI#: unknown ; product ID: 9735764r, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced and the system then performed as intended. A0902: applicable to the system going black a1102: applicable to error 64 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that system experienced issues when the 3d model of the head disappeared during touch registration, leaving only fiducials visible. When the site moved into navigation, the system went black, and error 64 appeared. This caused less than an hour delay, and no reported patient impact.